Manufacturer narrative:
Insulin pump was received with failed self-test error alarm during self-test and unable to communicate with blood glucose meter due to faulty electrical component on the radio frequency board. No history anomaly noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level was 109 mg/dl. A self-test was ran but the insulin pump alarmed failed self-test again. The customer was advised that the device would be replaced and agreed to return the product for analysis.